Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. A single radiographic image showed a disc replacement at c4/c5 level in lordosis state with the superior endplate having translated about 2 mm posteriorly. There was no evidence of radiolucency. Lack of pre-operative, post-operative and interim images hindered further interpretation.

Event description:
Image shows hyper-angulated m6-c device.